Event description:
Ventilator reported to have shut down and alarmed while in use on a patient. Dr. And nurse were at bedside when incident occurred and bagged patient and eventually placed patient on another ventilator. Patient condition worsened and ultimately died. The hospital subsequently elected to continue using the ventilator on other patients following the incident and ventilator functioned properly with no additional problems reported.

Manufacturer narrative:
Event vp of engineering rd along with an event clinical specialist visited the hospital and distributor to conduct investigation. Based upon their investigation, the reported incident could not be confirmed. Examination of the ventilator indicated it is working properly with no identifiable problems. The event/alarm log had been written over during subsequent use of the ventilator, so no record of the alarms or ventilator condition at the time of the alleged incident could be recovered for analysis. Event medical did not learn of the actual date of the incident until (B)(6) 2015.